Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from march 2007 to december 2010. The product was not returned; therefore, a physical analysis could not be performed. The reported vessel perforation and hemorrhage, blood loss without sequelae are known and anticipated complications to these types of procedures and patient condition, and are listed as such in the device dfu (directions for use). Subject device was not returned.

Event description:
It was reported in the journal of clinical neuroscience a case where a vessel perforation and small cerebral hemorrhage was observed during the procedure. The patient recovered with no sequelae. No additional information is available.